Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-01011 and 2134265-2017-00868. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. When they attempted to activate the automatic pullback, the console displayed an acq processor error which was caused by a faulty mdu. An automatic pullback malfunction occurred. It activated for a split second and would then deactivate. No patient involved.